Event description:
During surgery the insert would not fit into the tray causing a 30 min delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.